Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge.

Event description:
Customer reported a hospitalization due to a low blood glucose reading of 20 mg/dl. He stated that he has a condition which causes the blood glucose to drop. Nothing further was reported.